Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the lights would flash and dim on the motor drive unit. When the handpiece was activated, the blade was sputtering and would not really spin. It was reported that the procedure was converted to an open procedure. No further case information is known.

Manufacturer narrative:
Conclusion - the actual device involved in this event was returned for evaluation. The initial report of sputtering and not spinning could not be verified. However, the cpc coupler was damaged from normal wear and the motor shaft was bent due to user handling, causing a wobble in rotation.